Manufacturer narrative:
The imaging evaluation performed by a clinical imaging specialist showed the following: dicom imaging was provided for analysis. Scan completed on (B)(6) 2025 following initial implant but pre-reintervention. The imaging confirms the thrombosed left limb with extension in the leia with flow restoring near the femoral head. There is also thrombus forming in the right limb both proximally and distally. The thrombus does also extend proximally into the aortic portion of device.

Manufacturer narrative:
The instructions for use (IFU) for the gore® excluder® conformable aaa endoprosthesis states, adverse events that may occur and / or require intervention or additional intraoperative procedure time include, but are not limited to: endoprosthesis: occlusion of device or native vessel, renal artery occlusion. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2021, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was implanted with gore® excluder® conformable aaa endoprostheses (cexc). The patient tolerated the procedure. On (B)(6) 2025, the patient underwent reintervention to treat a thrombosed left limb of the cexc device. The physician chose to make the cexc into an aorto-uni-iliac (aui) by placing a gore® excluder® contralateral leg component (plc231200) inverted with the 23mm end at the renal arteries with the 16mm diameter distal end in the right limb. The physician then did a fem-fem bypass to provide flow from the right common femoral to the left common femoral. The patient tolerated the procedure.